Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received with battery voltage at normal level, normal output, and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication, leads impedance, sensing, pacing, and high voltage (hv) output did not identify any functional issues.